Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that the patient had headache after sleep test. The headache was reduced when stimulation was turned off. They have been waking up with migraines since (B)(6) 2020, and wants to know the interactions with their device due to a f20 headset with magnets. They stopped the implantable neurostimulator (ins) and had a decrease in their headaches. It is not expected to have any interference between the ins and the headset. It was recommended that the patient contact the doctor to check the integrity of the system and its functionality.